Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that replaced the tank harness in arctic sun device. Replaced the failed isolation and power supply circuit cards in the card cage. Completed the 2000-hour preventive maintenance procedure on the device which included servicing of the circulation pump and mixing pump, replaced the heater, replaced the drain valves, and replaced the manifold o-rings. Per the upgrade procedures the control panel coin cell battery had reached an age of or beyond 2 years old and would be replaced. All other applicable upgrades would be completed or verified completed. The device would be placed on the acats (automated calibration and test system) for calibration and functional testing. An electrical safety test would be performed. Per sample evaluation results on (B)(6) 2023, it was reported that the expanded double bend tube and expanded chiller evaporator outlet tube. Lifted tank seals and kinked chiller molded tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that replaced the tank harness in arctic sun device. Replaced the failed isolation and power supply circuit cards in the card cage. Completed the 2000-hour preventive maintenance procedure on the device which included servicing of the circulation pump and mixing pump, replaced the heater, replaced the drain valves, and replaced the manifold o-rings. Per the upgrade procedures the control panel coin cell battery had reached an age of or beyond 2 years old and would be replaced. All other applicable upgrades would be completed or verified completed. The device would be placed on the acats (automated calibration and test system) for calibration and functional testing. An electrical safety test would be performed.